Manufacturer narrative:
Cracked and bleeding lcd glass were notes. Unable to perform displacement test due to broken lcd screen. Cracked reservoir tube lip, stained address/serial number label, and stained end cap sticker were also noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's lcd was damaged. The lcd was not readable. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.